Manufacturer narrative:
The returned part was visually inspected under magnification. The batch number of the ribloc low profile guide assembly was confirmed. On the guide, the rlpg adjustment screw was fractured at an angle starting near where the screw head is nestled into the rlpg body and angling down towards the back of the guide. There are some scratches on the surfaces of the guide, no other observable signs of significant wear were noted. The fracture surfaces appears to be brittle, with a uniform dull, rough texture suggesting that this was a single overloading event rather than a series of fatiguing events. It is possible that the guide was overloaded during removal, however, no definitive conclusion can be made.

Event description:
It was reported, "surgeon had finished putting the plate in the patient, when removing the low-profile primary guides from the plate, a small metal fragment broke off. The primary guide and broken metal fragments removed from patient and procedure completed without issue."